Event description:
Five coils had been successfully deployed into the basilar tip aneurysm. As the physician was deploying the sixth coil, one of the previously placed coils was noted to prolapse from the aneurysm. It was not possible to identify which of the previously placed coils had prolapsed. The physician deployed the sixth coil and one other coil into the aneurysm to complete the procedure. No action was taken with regard to the prolapsed coil. There was no reported clinical consequence to the pt.

Manufacturer narrative:
(B) (4) coil protrusion.